Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. Initial reporter is a synthes sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a few flex arms were noted to be not working correctly. One flex arm has a large tightening knob that will not turn. The second flex arm will not loosen. It was noticed during inspection. There was no patient and surgical procedure involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Part 03.612.010, lot 6647885: release to warehouse date: june 27, 2011. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the device was received and visually it can be seen that the wing knob is cross threaded. The balance of the device is in fair condition. The device was functionally tested, the knob was able to be tighten/loosened, the link body remained rigid when tightened through the knob and the wing knob was cross threaded and could not be tightened/loosened. The received condition does agree with the complaint description and can be replicated. A dimensional inspection was not performed as the relevant feature could not be assessed due to the cross threading. A device history review, was performed for the returned instrument¿s lot number and no material review reports (mrrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed and no issues were identified. A root cause could not be determined, as the circumstances surrounding the complaint are unknown. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.